Manufacturer narrative:
Date of event: week of (B)(6) 2020. Analysis found no fault or malfunction with the device. Pre-repair temperature test was not performed, therefore the complaint regarding overheating could not be confirmed. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece bearing got hot prior to the procedure. There was no patient impact.